Event description:
Ous MDR. It was reported that the patient presented himself for a routine pacemaker check following his radiotherapy. The pacemaker was found to be in safety backup mode and was unable to be interrogated. The implant and explant dates were not reported.

Manufacturer narrative:
Ous MDR - upon receipt, the pacemaker was subjected to a visual inspection which revealed scratches on the pacemaker housing. The clinical observation was reproduced during analysis. The pacemaker was not interrogatable and the programmer promoted a high current warning. The review of the pacemaker's memory content revealed invalid memory content and an inappropriate high current consumption. The device detected the invalid memory content and high current consumption automatically and switched to a specified secure backup mode. In this backup mode, a predefined program is active, ensuring antibrady pacing. This was confirmed by the measurement of the pacemaker's output signal. There was no indication of sensing and/or pacing problems. The pacemaker was shipped to the manufacturer of the electronic module. The pacemaker was subsequently destructively analyzed. The analysis of the electronic module did not confirm the high current consumption. After destructive analysis, the high current consumption was not reproducible. Even after long-term observation, the memory content was found to be okay and the current consumption was found to be as expected. The quality documents accompanying the pacemaker have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this pacemaker . The current consumption during the production at biotronik was regular. In summary, the analysis confirmed the clinical observation which was most likely caused by radiation therapy. After destructive analysis, the pacemaker was found to be okay. Such external influences may have intermittent impact on the pacemaker depending on the current memory content. During the clinical observation, particularly the pacing and sensing were found to be okay.